Event description:
Following a cardiac catheterization procedure, an angio-seal device was deployed in the pt's right groin without reported difficulties. The pt was released from the hospital three hours later, with a 6 by 8 inch hematoma. Two days later, the pt developed a low grade fever, redness, swelling and pain of the right groin. The next day the pt presented to the hosp with a temperature of 101 degrees and a 5 by 8 inch area of cellulitis, surrounding the puncture site. This was not fluctuant. There was no drainage. In addition, a 2 inch diameter hematoma was present around the puncture site. An ultrasound performed revealed no abscess, only a froth aneurysm or hematoma. The pt was placed on antibiotics. The status of the pt is unknown at this time.